Manufacturer narrative:
H4: the lot was manufactured from june 09, 2020 - june 10, 2020. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a cut in the tubing. Functional testing was performed including clear passage and pressure testing; a leak was observed from the cut in the tubing. The reported condition was verified. The cause of the condition was due to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clear link system continu-flo solution set was twisted causing blood backflow, and upon further inspection the tubing was found to be cracked, which caused a leak of fluids. This issue was identified during use on a patient. There was no patient injury, or medical intervention associated with this event. No additional information is available.